Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that during iol implantation the surgeon encountered difficulty and resistance while injecting the iol out of the cartridge. The iol had to be explanted from the eye within the original surgery session. The lens was explanted and exchanged and surgery is reported to have been prolonged. No patient harm or injury reported. Device not returned to rayner. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. Our review of production records for the rayone emv toric rao210t batch 045267748 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone emv toric rao210t batch 045267748. The verbatim report received identifies that the surgeon encountered difficulty and resistance during lens injection. The rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". Continued injection of the lens in this case is a deviation from the IFU which states that product use should be discontinued if/when excessive resistance is felt.

Event description:
On 7th july 2025, rayner received notification from its distirbutor in the philippines of an event that occurred during use of a rayone emv toric rao210t. The event description provided states that during iol implantation the surgeon encountered difficulty and resistance while injecting the iol out of the cartridge leading to prolonged surgery, device explantation and device exchange.